Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with the device use. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. The patient was re-implanted with another cochlear device during the same surgery.